Manufacturer narrative:
Implant base fractured during implantation of the implant. Dental implant needed to be removed. No new implant was placed. Dentist did not use correct tools for implantation. Fracture was caused by user by overloading of the implant.

Event description:
Implant base fractured during implantation of the implant. Dental implant needed to be removed. No new implant was placed.